Manufacturer narrative:
This medwatch was completed by the manufacturer.

Event description:
As a result of a problem with the delivery device, this iol was damaged & could not be used for the procedure.